Event description:
It was reported that the pump was not working properly. The customer's blood glucose (bg) level was 507 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.